Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform the displacement test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and was exposed to high magnetic field. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.